Manufacturer narrative:
Corrected data: a3a, b5, d1, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen in (B)(6) 2020 and may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported being treated with coolsculpting and was later presented with pah post coolsculpting.